Event description:
A hospital nurse was trying to reposition a monitor and it fell.

Manufacturer narrative:
Philips is in the process of obtaining more info, and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.